Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Customer reported there was no patient involvement.